Event description:
A male patient was admitted for coronary angiographic evaluation, which revealed a 90% non-calcified lesion in the mid-lad. Predilation was conducted with a 3.25 x 18mm hiryu balloon. A 3.0 x 18mm was removed from the packaging without difficulties. The device was inspected prior to use and no anomalies were noted. A 1:1 mixture of saline and contrast was used. The device was advanced through the hemostasis valve, through the vessel and across the target site without difficulty. The 3.0 x 18mm cypher stent was then deployed; however, the balloon ruptured at 12atms. The physician visualized contrast medium leakage and the device would not hold pressure. The stent was deployed within the target. To ensure complete expansion, the stent was post-dilated with the same balloon used for pre-dilation. The procedure was completed safely and there was no reported patient injury.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. The device has been received and an analysis is pending. Additional information will be submitted within 30 days of receipt.